Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had an acute rise in ldh to 800 with an inr of 1.8. The patient's inr goal was increased to greater than 2.0 and the ldh decreased to less than 500. The patient remains stable at home.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.